Event description:
A (B)(6) female with obstetric trauma was implanted with an acticon device on (B)(6) 2004. On (B)(6) 2008, the cuff was removed and replaced due to "puncture in cuff." Hospital is not returning the explanted cuff. Unable to follow-up. No further info provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.